Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system alarm and insulin squirt out during manual prime. No harm requiring medical intervention was reported. Customer stated that insulin pump was not bumped or dropped. The customer was assisted with troubleshooting. Customer stated that drive support cap was not damaged. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to missing drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm.